Event description:
It was reported that the laser fiber broke where it connects into the plug end. The issue was found during a therapeutic urology procedure and a backup device was used to complete the procedure. Their were no reports of procedural delay or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.